Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6), confirmed the reported event of the knife not being sufficiently sharp. The coring knife, serial number (B)(6), and the coring knife handle were returned with the protective cap present but not covering the blade. The coring knife was in used condition as residue consistent with blood was present on its internal and external body, as well as the blade edge. Microscopic inspection revealed that the blade edge did not appear to be as finely sharp when compared to a control coring knife. A cut test was performed with the returned coring knife and a silicone material. The knife was unable to cut through the silicone material as expected, consistent with the reported event. It should be noted that a control coring knife was able to cut through the same silicone material without issue. An internal investigation by abbott has determined that the issue with the coring knife cutting edge was the result of a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the during implant the surgeon attempted to core the ventricle with the heartmate 3 coring knife and the coring knife was not able to cut through the myocardium. The surgeon confirmed the coring knife was in the correct orientation with the blade side down. The primary coring knife was removed, and a backup was used that worked as expected.